Manufacturer narrative:
Correction upon further investigation, it has been determined there is no allegation of deficiency on the rlt281412/12985424 device. This device will be removed from the event. Correction manufacture plant is medical phx2 b/p ID (B)(6).

Manufacturer narrative:
Addition h6: code 213-the review of the manufacturing paperwork verified that these lots met all pre-release specifications. Addition h6: code 22-the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to aneurysm rupture, and endoprosthesis component migration.

Manufacturer narrative:
Additional devices implanted and/or related to this event: plc271200/13625781, UDI (B)(4) and plc271200/13802244, UDI (B)(4).

Event description:
On (B)(6) 2015, the patient was implanted with a gore® excluder® aaa endoprostheses. It was reported that the patient presented to the emergency room in sterling co, with a ruptured common iliac artery and was transferred to north colorado medical center under maurice lyons, do care. The ruptured common iliac artery was part of the previously treated aneurysm area. A secondary intervention was performed on (B)(6) 2019. The physician stated the patient had computed tomography (CT) done a year ago ((B)(6) 2018 will be used as date of event) that showed the left limb of the endoprosthesis had migrated almost out of the left common iliac artery and into the aneurysmal sac. The patient did not follow up after the CT was performed. Upon angio, (date unknown) it was observed that the left limb of the endoprosthesis was out of the left common iliac artery. The left internal artery was embolized emergently with a 12mmx8mm amplatzer plug and a plc141400 x2 and a pll161407 were implanted from the flow divider into the left external iliac artery. The patient tolerated the procedure.